Event description:
Pt had undergone a posterior decompressive lumbar laminectomy, l4 and l5, with microdiskectomy l5, s1 dural repair. A #15 french round hemovac drain was placed and carried out distally. On postoperative day 2, drain was removed, however a portion of the drain remained within the wound which required return to surgery for drain removal. The portion of the drain was removed without complication.